Event description:
The consumer reported that she had fallen and hit her back.

Manufacturer narrative:
Concomitant medical products: product ID: 977a260, serial# (B)(4), implanted: (B)(6) 2015, product type: lead. Product ID: 977a260, serial# (B)(4)implanted: (B)(6) 2015, product type: lead, (B)(4)

Event description:
The consumer reported that they had stimulation in an undesired location and overstimulation. The stimulation was for her legs, but she has been experiencing stimulation in the right side of her back that was uncomfortable and painful. The patient has been using it when it was raining outside or humid. The patient hit her back on the edge of a table. The patient checked the device with the programmer and it showed that the stimulation was off and turning it on did not resolve the issue. The patient adjusted stimulation until it was no longer uncomfortable in the back, but stimulation was then inadequate for hers legs and a new programming group was tried. The patient was also seeing the low implantable neurostimulator battery screen. The indication for use was non-malignant pain. If additional information is received a follow-up report will be sent.